Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that when the open key is pressed, the slot would not open was confirmed and reproduced during product evaluation. The root cause was determined to be an inoperable open key button on the pump head module (phm) keypad. The phm was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump that when the open key is pressed, the slot does not open. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.